Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to h6.4 (problem code) from 2896 - communication or transmission problem to 3005 - output problem. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the event was caused by a led (light-emitting diode) unit failure. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center experienced communication error e105 when first turned on in the morning. The issue occurred during preparation for use in an unspecified procedure. The device was immediately put out of use and sent for service. There were no reports of patient harm.